Event description:
Procedure performed: exploratory laparotomy- gynecology. Event description: the device was being used to seal and divide vessel and tissue in the abdominal cavity during the surgery. After 3 hours and 15 minutes surgery the surgeon felt that the hemostasis of voyant wasn´t good enough. Additional information via email received by applied medical rep on 25oct22: the patient wasn't admitted to the ICU as a result of this incident. The patient has been discharged from the ICU. The generator made the end-tone signal. The surgeon did activate the blade after hearing the end tone. Not sure if there was bleeding since it was in a place with a lot of pressure from aorta. Additional information via email received by applied medical rep on 10jan23: the doctor is no longer employed at this hospital and it is therefore not possible for me to get additional information. Intervention: the surgeon change voyant with thunderbeat for sealing and dividing tissue and vessels patient status: after the surgery the patient went for observation at the ICU - update 25oct22: the patient has been discharged from the ICU.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed, as the event unit functioned as intended. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. This event was initially reported based on the description of the event received at complaint intake. However, based on the evaluation of the returned unit and additional information of the event description received, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury as the blood loss was able to be resolved with normal surgical procedural methods. Correction: h6 (health effect - impact code) is being corrected from ¿4608 ¿ intensive care¿ to ¿2199 - no health consequences or impact¿ as the complainant confirmed that the admission to the ICU was not a result of the alleged device malfunction.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: exploratory laparotomy- gynecology. Event description: the device was being used to seal and divide vessel and tissue in the abdominal cavity during the surgery after 3 hours and 15 minutes surgery the surgeon felt that the hemostasis of voyant wasn´t good enough. Intervention: the surgeon change voyant with [non-applied device] for sealing and dividing tissue and vessels. Patient status: after the surgery the patient went for observation at the ICU.